Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Visibility was poor, there was difficulty visualizing the clip due to the anatomy. Two clips (80202u161 and 80216u165) were implanted, reducing mr to 1. On (B)(6) 2018, the patient returned experiencing dyspnea and severe respiratory distress, echocardiography was performed; which showed that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It is unknown which clip had the slda. Mr grade increased to 4 and tissue damage was noted. On (B)(6) 2018, the patient was placed in intensive care unit due to severe respiratory distress, and an additional mitraclip procedure was performed. Three clips were implanted reducing mr to 2. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Although the clip that experienced the single leaflet device attachment could not be identified, the full unique device identifier, expiration and manufacture dates for the two clips are: part / lot / serial number (s/n): (B)(4), expiration date: (B)(6) 2019, date of manufacture: 02/02/2018. Part / lot / serial number (s/n): (B)(4), expiration date: (B)(6) 2019, date of manufacture: 02/17/2018. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from these lots. All available information was investigated and the reported single leaflet device attachment(slda)appears to be due to a combination of patient morphology/pathology and user technique/procedural circumstances (difficulty visualizing the clip). The reported adverse event of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) was a result of the slda. The reported dyspnea and respiratory distress was likely the secondary effect of the worsened mr. It should be noted the reported patient effects of dyspnea, worsening mitral regurgitation (mr), respiratory failure (respiratory distress) and mitral valve injury (tissue damage), are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following additional information was received: visibility was poor, due to poor echo quality. No additional information was provided.